Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing issue with sensors. Customer reported that blood glucose was 43 mg/dl and was treated with glucose shot. Customer was advised that sensors would be replaced.